Event description:
It was reported that an ilet user forgot to announce a meal and subsequently experienced hyperglycemia, with a peak blood glucose of 305 mg/dl, after which the glucose began trending down toward 294 mg/dl while on the call. Symptoms included hyperglycemia. Outcomes included self-monitoring at home without emergency care or hospitalization. Investigation included a technical support assessment and user education on meal announcements and allowing the algorithm to correct. Investigation of this case revealed user error related to a missed meal announcement, with device function consistent with design and the algorithm providing correction over time. It was concluded that the event was attributable to use error, that the device performed as expected, and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.